Event description:
Doctor revised a triathlon tibial insert from a 5x9 to a 5x12 due to medial instability. Original dos was mako (B)(6)2020.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had a revision due to instability. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including patient details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Doctor revised a triathlon tibial insert from a 5x9 to a 5x12 due to medial instability. Original dos was mako (B)(6) 2020.